Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. It was determined that the signal loss was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.